Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open recurrent ventral hernia repair procedure on (B)(6) 2010 and mesh was placed. About 1 week post operatively, the pt started experiencing redness around the umbilicus at the lower part of her scar. The pt was given diflucan. Hydrocortisone cream and topical antibiotic ointment. A CT scan done on (B)(6) 2010, showed serous fluid, but f/u CT scan did not show any serous fluid. The skin has dimpling, swelling, and had scattered blistering. Skin is dry and scaly. Has chronic pain in the area and it is sensitive to touch. As of (B)(6) 2010, the pt is the same, nothing is helping. Still has local redness, local tenderness and deep pain. The fluid draining blisters have resolved and the local area is not hot to touch. The pt has also had low grade fevers about 99.9.